Event description:
Additional information was received from the consumer and healthcare provider (hcp) via the rep. It was reported that around (B)(6) 2018, the patient's device stopped working; when they used their programmer to turn the stimulation up the patient was unable to feel stimulation at all. It was noted the patient's setting is normally set at 6.0 volts. The patient told the rep they had not changed their activity nor had any falls around (B)(6) 2018, but they do yoga and stretches. The rep met with the patient on (B)(6) 2018 and checked impedances, which were within the normal range (700-1200 ohms). The rep also programmed two different groups using all 4 electrodes on the left side in each group because the patient was able to get some perception on the left lead but none on the right lead whena single bipole was used. It was noted the patient had tried to pull up the session report but they think they had not exited the session correctly so it hadn't saved. It was also confirmed that the lead had not moved. After meeting with the rep, the patient was getting bilateral coverage. The doctor wanted the patient to try the new programming and if it doesn't work, then the doctor will plan to do a revision. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. "It was reported that the patient that when they woke up the morning before the report they felt in their leg and turned on the ins but could not feel stimulation at 6v." It was noted that the patient does not use therapy 24/7, and only when they need it. During the call the patient turned on stimulation to 6 v and could not feel it despite the ins being at 100% battery. No trauma, falls, or emi were reported. The patient was redirected to an hcp to have the device checked. No further complications were reported.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was caller said she was told by patient that it does not work. No further information available. The caller was not with the patient. Pt noted they wanted to have their spinal cord stimulator (scs) explanted so they could have MRI's in the future. Pt noted they asked their hcp, but kept getting the "run around."

Manufacturer narrative:
Product event summary#: pli 10 (ins): investigation summary: it was reported that when the patient woke up the morning before the report they felt pain in their leg and turned on the ins but could not feel stimulation at 6v. The programmer was showing that therapy was on. As the event was reportable to a regulatory authority and indicated a possible failure of a device, labeling, or packaging to meet any of its specifications, an investigation was required. Additional information was required to determine the cause of the event. The patient was contacted to determine cause and resolution to the event. The patient reported the cause has not been determined yet and they have an upcoming appointment. The rep later reported that they met with the pt and checked impedances, which were normal. It was also confirmed the lead had not moved. Reprogramming was performed where the rep created two different groups using all 4 electrodes on the left side because the patient was then able to get some perception that way whereas when the right lead did not provide them with any stimulation. As the device was still in use at the time this investigation was completed, no analysis could be performed. There was no indication that the event was related to a possible manufacturing issue, so a device history record review was not performed. The investigation determined that there was insufficient information to determine the cause of the event. The root cause was not reported to the manufacturer, and was unable to be obtained through follow-up requests. Should additional information become available at a later date, the investigation will be re-opened and updated accordingly. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Additional information was received from the patient. It was reported that the leads stopped working, it was an old system that was installed in 2001. Pt would like the ins to be removed.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Pt said their ins hadn't worked for a long time and they didn't want to go through with an ins replacement. Pt said they could not remember what year the device stopped working but said it was a few years ago. Pt said they had met with the rep and they got the ins working however, said only one of the patient's leads were functioning. Pt said the leads were 15 years old and then the device wouldn't work at all about a year later.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.